Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 cubie pocket c3 was failed. A field service engineer (fse) identified a pocket was not ejecting from full height drawer 6 in main. The fse confirmed that in initial hardware test application (hta) it passed, found all pockets except b1 size 2x2 will not release from drawer, so the fse removed all pockets and checked the row ribbon cable connectors to trays, there the fse found a couple that were loose and tightened. After another testing round with hta, found e1 was not releasing, so the fse manually removed the defective pocket, there the tray works well with any other pocket inserted into that space. After that the drawer and pockets tested ok, and the service was restored. Thereafter, noted in the application that some pockets physically had medications, but were logically empty. The escort resolved this by removing these medications and reloading, this was a procedural problem on how the site loaded medications, not a hardware problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 cubie pocket c3 had failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.